Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, pain. And "periprosthetic fluid layer, with a fold in the lower part of the prosthesis¿. Right side device explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid layer, with a fold in the lower part of the prosthesis¿.

Event description:
Physician reported pain and "periprosthetic fluid layer, with a fold in the lower part of the prosthesis¿. Right side. Device explanted.